Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot 0012358672 and an image data file were returned and analyzed. Visual inspection was performed and the catheter had a guidewire threaded through but not extended beyond the distal tip of the catheter. As received, the catheter was inserted into a sheath and due to the presence of a knot, retraction was not possible. The array assembly was visibly confirmed to be knotted. The array pebax tube appeared kinked/ribbed at the distal arm. The array pebax tube on the proximal arm was torn. The electrode wires were broken and visible through the torn area. The nitinol wire proximal end was completely detached from the dual lumen. The array pebax was kinked between the electrodes five and six. The extended guide wire lumen appeared intact with no visible artifacts. Verification could not be performed due to the condition of the received catheter. The catheter was not reprogrammed as the catheter condition would not permit it to perform ablation using the generator. Performance testing with the generator could not be performed due to the returned condition of the catheter. The image file illustrates a loop catheter (with an unknown lot) and the array was visibly knotted proximal to the distal tip. The array also appeared to be detached from the dual lumen and exposed broken wires were visible through the proximal arm. In conclusion, the reported knotted array issue was confirmed through analysis and the loop catheter failed the returned product inspection due to damaged/knotted array, kinked pebax tubing, proximal arm torn/deformity, detached array from the dual lumen, distal arm pebax tubing ribbed, and broken wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when attempting to retract the catheter into the sheath, the catheter moved from it's anchor in the right superior pulmonary vein (rspv) towards the left pulmonary veins. The array was momentarily caught in the mitral valve and when it was released, a knot was observed midway along the array. It was attempted to loosen the knot by moving the slider on the catheter handle and rotating the array counterclockwise without resolution. The catheter was unable to fully retract into the sheath; however, removal of the sheath and catheter from the patient was continued. It was reported that the catheter was restricted at the groin access site and required more force than expected to remove. It was then observed that the array was severed. Fluoroscopy confirmed that the entire catheter was removed from the patient. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient was kept in the hospital overnight for monitoring and was discharged the following day with no complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.